Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerline s/l catheter in two segments was returned for evaluation. Three electronic photos were provided for review. Visual, microscopic visual and functional evaluations were performed. Although no leak or hole could be identified from the photo review, the investigation is confirmed for leak in the tubing from the sample evaluation as a hole was noted just distal of the luer at the proximal end of the extension leg and the edges of the hole between the luer and the extension leg appeared jagged. Additionally, damage was noted to the luer. During functional testing, a leak was noted at the hole found between the luer and the extension leg. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that sometime post central venous catheter placement, there was an alleged fluid leak from the tubing. Reportedly, the device component was replaced. There was no reported patient injury.

Event description:
It was reported that sometime post central venous catheter placement,there was an alleged fluid leak from the tubing. Reportedly, the device component was replaced. The patient status was normal.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometimes post central venous catheter placement, the patient allegedly had recurrent line infections. It was further reported that there was an alleged fluid leak from the tubing. Reportedly, the device component was replaced. The patient status was normal.